Event description:
Boston scientific received information that this right ventricular lead exhibited noise which resulted in a stored episode. Patient was dependent. Noise could not be re-created by isometrics, valsalva and pocket manipulation. When they had him lean to one side, a little noise was elicited but did not inhibit pacing. One of stored episodes inhibited pacing for five to six beats. Subsequently, lead was surgically abandoned and is no longer in service. No adverse patient effects were reported. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.